Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, there was a possible loss of capture the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead. It was noted that the capture thresholds for the leads were not available. It was further clarified that the rv lead had high thresholds and the lead was repositioned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, there was a possible loss of capture the right atrial (ra) lead, the right atrial (ra) lead, and the left ventricular (lv) lead. It was noted that the capture thresholds for the leads were not available. The leads remain in use. No patient complications have been reported as a result of this event.